Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11 complaint conclusion: as reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) stuck to the white tube when the physician shuttled down. Hemostasis was achieved by manual pressure. There was no reported patient injury. The user was mynx certified. A 6f cordis avanti sheath was used. The common femoral artery site had an appropriate puncture with nothing unusual to note and normal vessel type. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 °c. The deployer shuttled down completely. A non-sterile ¿mynxgrip 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock opened, and a cordis procedural sheath was on the catheter shaft with no damages noted on it. It was noted that the sealant was exposed to moisture and stuck/adhered to the device components as received. In addition, the balloon was noted to be fully deflated. Furthermore, the shaft of the device was received kinked/bent. Per microscopic analysis, visual inspection at high magnification showed that the sealant was exposed to moisture and stuck/adhered to the device components as received. The reported event of ¿sealant-sealant stuck to device components¿ was confirmed through analysis of the returned device due to the adhered sealant found on the catheter. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review, it is difficult to determine what factors may have contributed to the sealant becoming stuck to the shuttle after sealant deployment. However, as the shaft was kinked/bent and the sealant was exposed to moisture, it is possible that the issue experienced could have been due to the sealant swelling up prematurely, which can cause issues during deployment. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device/advancer tube. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, d9, g3, g6, h2, h3, h6, and h11. The initial report received listed the device as a 5f, however, clarification from site revealed it was a 6f/7f mynxgrip. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) stuck to the white tube when the physician shuttled down. Hemostasis was achieved by manual pressure. There was no reported patient injury. The user is mynx certified. A 6f cordis avanti sheath was used. The common femoral artery site had an appropriate puncture with nothing unusual to note and normal vessel type. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 °c. The deployer shuttled down completely. The device will be returned for evaluation.

Manufacturer narrative:
The event date for this incident is and will remain unknown. This device is reported to be available for analysis but has not been received at the time of this report.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) stuck to the white tube when the physician shuttled down. Hemostasis was achieved by manual pressure. There was no reported patient injury. The user is mynx certified. A 6f cordis avanti sheath was used. The common femoral artery site had an appropriate puncture with nothing unusual to note and normal vessel type. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 °c. The deployer shuttled down completely. The device will be returned for evaluation.